Event description:
Consumer reported complaint for high blood glucose test results. Complaint initially received via e-mail from walmart. Contact was made with the customer via telephone. The customer is concerned with fasting blood glucose tests results from meter to meter comparison of 400 mg/dl using relion sk meter and 230 mg/dl using another device. Customer has not used the relion sk meter since the meter to meter comparison was done. The customer's expected fasting blood glucose test result range is 140 mg/dl. Customer did not want to continue with the troubleshooting process stating she was waiting for an important telephone call.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Note: manufacturer contacted customer on 10/2/2018 in a follow-up call ; we were able to make contact with the customer. A prepaid envelope was sent for the customer to send the defective product back for investigation.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system note: manufacturer contacted customer on 10/2/2018 in a follow-up call; we were able to make contact with the customer. A prepaid envelope was sent for the customer to send the defective product back for investigation.

Event description:
Consumer reported complaint for high blood glucose test results. Complaint initially received via e-mail from walmart. Contact was made with the customer via telephone. The customer is concerned with fasting blood glucose tests results from meter to meter comparison of 400 mg/dl using relion sk meter and 230 mg/dl using another device. Customer has not used the relion sk meter since the meter to meter comparison was done. The customer's expected fasting blood glucose test result range is 140 mg/dl. Customer did not want to continue with the troubleshooting process stating she was waiting for an important telephone call. No further information was able to be obtained.